Event description:
As reported, approximately 48 hours after the patient left the hospital she passed out while sitting in chair. The imaging was reviewed and the 23mm sapien xt valve had migrated. Of last communication, the sapien xt valve was going to be explanted and a surgical valve implanted.

Manufacturer narrative:
Tee images were reviewed by an edwards physician proctor. The annular area measured 450mm2 in the 30% systolic and 428mm2 in the 40% systolic phase. The area is smaller a few mm below in the lvot (387mm2 just 3.3. Mm below the annulus); a 26mm valve with a soft prep may have been more appropriate. The non-coronary cusp (ncc) has a bulky calcification; the right and left coronary cusps have little calcium (asymmetric calcifications increase the risk of malposition and pvl); there is a septal bulge. The 23mm sapien xt valve was deployed nearly 50:50 across the annulus with a little canting at the ncc, where the stent is not overriding the calcium. The presence of the bulging septum might have played a role in tilting the xt. There was an unfortunate combination of negative factors negatively affecting deployment. Post deployment assessment shows significant paravalvular leak (pvl) at 10-11 o¿clock in the short axis view, in the area of the very calcified ncc. Two post-dilations were effective in reducing, but not eliminating the pvl. Imaging 2 days later showed the xt valve almost completely below the native aortic valve. It appears that the bulky ncc pushed down the xt down over time. Complete embolization did not occur; apparently due to the hypertrophic septum preventing further migration. Per the instructions for use, device migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, and incorrect bioprosthetic valve sizing, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, per imaging review, device migration was attributed to bulky calcium of the non-coronary cusp, which pushed the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.